Manufacturer narrative:
During the revision procedure it was noted that the ipg had migrated within the pocket so that it was no longer seated parallel to the skin surface, likely being the primary cause of the communication issues noted by the patient. It appears that the original placement of the ipg was within the recommended depth per the firms instructions, however it is likely that the belt line of the patient's pants placed pressure and caused destabilization of the implanted component, leading to the communication issues. The patient is reported to have participated in a wear study prior to implanting the nalu system. During a wear study it is expected that the patient would actively assist in determining a comfortable location for the external devices, thus indicating where the implant would be placed. It is likely that the implant was placed just slightly off of the chosen location, but in the same general vicinity, thus leading to the clothing interference. Ultimately, migration in this case appears to be related to the position of the implant.

Event description:
The nalu peripheral nerve stimulator system was implanted on (B)(6) 2025 to treat lower back pain after the patient had participated in a successful trial phase with nalu. The implantable pulse generator (ipg) was placed in the lower back with the implanted leads targeting the cluneal nerve. The patient completed a survey on (B)(6) 2025 in which pain level was reported to have been reduced from 9/10 down to 3/10 with use of the nalu system. In (B)(6) 2025 the patient reported experiencing issues with maintaining communication between the ipg and the external therapy discs. Nalu representatives working directly with the patient discovered that the ipg was placed in a location that was affected by the way the patient wore pants. On (B)(6) 2025 a surgical revision was performed to reposition the ipg. During the revision the entire system was removed and replaced out of caution to avoid handling damage from repositioning. The ipg was repositioned to still be in the lower lumbar area, but no longer at the location that was affected by clothing. Impedance and depth checks were performed during the revision to confirm the placement of the ipg was appropriate.